Event description:
It was reported that a patient had undergone an x-stop implant at l4/l5. The patient subsequently underwent a micro lumbar decompression at level l4/l5 where the x-stop was removed and then re-inserted. No other information was provided.

Manufacturer narrative:
Method - device not returned, follow up conversation with company representative.